Event description:
It was reported that the customer was having difficulties with the insulin pump. The customer stated that the insulin pump was alarming every twenty minutes for the customer to check their blood glucose. The customer checked and their blood glucose was 190 mg/dl. The customer uses the sensor. The customer was not sure if they programmed some of the settings incorrectly. The alarm history was checked and there were several low reservoir alarms present. The customer stated that they wanted to speak with a diabetes clinical manager and disconnected the phone call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).